Event description:
A malfunction alarm was reported, identified as malfunction code 9, but no notable events occurred before it, and it did not adversely impact the customer's blood glucose level. Technical support provided pump reset information, assisted the customer in resetting the pump, and confirmed that the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the malfunction reappeared, which they acknowledged and understood.